Event description:
It was reported that during implant of the lead, the patient developed a cardiac tamponade with hypotension and died. The physician suspects lead perforation into the myocadium. Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, bood in/on helix/lobe mechanism. Full lead returned and analyzed.

Event description:
It was reported that during implant of the lead, the patient developed a cardiac tamponade with hypotension and died. The physician suspects lead perforation into the myocadium. Follow up with the physician confirmed the cause of death to be myocardial perforation "because of the screwing lead." Was confirmed by echocardiogram. Autopsy was not done per the family. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the lead, the patient developed a cardiac tamponade with hypotension and died. The physician suspects lead perforation into the myocardium. Follow up with the physician confirmed the cause of death to be myocardial perforation as confirmed by echocardiogram. Autopsy was not done per the family. It was later reported the physician "does not feel that the death of the patient could be because of the product." After doing an echocardiogram, he confirmed the perforation "because of the screwing lead."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, bood in/on helix/lobe mechanism. Full lead returned and analyzed.